Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal on the plunger case removed. The pump was found in good physical condition. A review of the event history log found evidence of motor rate error and motor not running in the history. Functional testing using the occlusion test was performed and during testing, motor rate error and motor not running were not duplicated. The root cause of the problem was unable to be determined. Excessive red grease and some black debris found on the worm coupling facets may have caused the intermittent motor not running and motor rate error. To resolve the problem, the whole motor assembly was cleaned and greased and the leadscrew and clutch halves were replaced as a preventive measure.

Event description:
It was reported that the pump displayed motor not running, motor rate error. No additional information available. No patient injury was reported.